Event description:
During a polypectomy of a colon polyp when attempting to remove a pedunculated polyp by placing a detachable snare around it at the end, the slider could not be fully pushed out, and the snare could not come off. Initially it was attempted to excise it using a double scope by inserting another scope through the anus, but since the scope could only reach as far as the rectum, that approach was abandoned and the snare cut instead. The snare was then physically removed from the scope, and the procedure was completed by inserting a loop cutter to excise the loop remaining inside the patient and the border where it could not come off. As a result, the procedure was delayed by nearly an hour, and the polyp was successfully excised. It was reported that the patient suffered no health hazards.

Manufacturer narrative:
The reported event could not be confirmed because the actual device was not returned to olympus. According to the investigation it is likely that due to increased friction between the wire section and the sheath section, the hook could not be extended, making it impossible to release the loop. Although the root cause of this event could not be determined, olympus will continue to monitor trends and take appropriate actions as necessary. Should additional relevant information become available, a supplemental report will be submitted.